Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the fresenius 2008t machine blood pump rotor cut the nipro (non-fresenius) bloodlines during a patient's hemodialysis (hd) treatment. The patient care technician (pct) confirmed the reported event during follow-up and provided additional information. The pct stated at the beginning of the patient¿s hemodialysis (hd) treatment on the 2008t machine that blood could be visually observed coming from the blood pump segment of the bloodlines. The pct confirmed that the machine also alarmed with an air detected message to indicate an issue. The pct stated that upon removing the bloodlines from setup that a small puncture was observed in the tubing of the bloodlines. There was no serious injury or required medical intervention. The patient¿s estimated blood loss (ebl) is 200 ml. The patient was transferred to a different machine where treatment was completed with new supplies. The machine was pulled from the floor for evaluation. Information provided upon intake indicates that a replacement blood pump rotor was ordered to resolve the reported issue. Additional information regarding the resolution of the machine issue is not available. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the fresenius 2008t machine blood pump rotor cut the nipro (non-fresenius) bloodlines during a patient's hemodialysis (hd) treatment. The patient care technician (pct) confirmed the reported event during follow-up and provided additional information. The pct stated at the beginning of the patient¿s hemodialysis (hd) treatment on the 2008t machine that blood could be visually observed coming from the blood pump segment of the bloodlines. The pct confirmed that the machine also alarmed with an air detected message to indicate an issue. The pct stated that upon removing the bloodlines from setup that a small puncture was observed in the tubing of the bloodlines. There was no serious injury or required medical intervention. The patient¿s estimated blood loss (ebl) is 200 ml. The patient was transferred to a different machine where treatment was completed with new supplies. The machine was pulled from the floor for evaluation. Information provided upon intake indicates that a replacement blood pump rotor was ordered to resolve the reported issue. Additional information regarding the resolution of the machine issue is not available. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The rotor was returned with a missing rotor cover, due to a worn adhesive that holds the rotor cover to the rotor assembly. A sleeve was also missing on one of the rear guide pins. There are signs of debris and wear markings on the guide pin. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The reported issue was not confirmed as the issue could not be replicated during testing with the returned sample.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the fresenius 2008t machine blood pump rotor cut the nipro (non-fresenius) bloodlines during a patient's hemodialysis (hd) treatment. The patient care technician (pct) confirmed the reported event during follow-up and provided additional information. The pct stated at the beginning of the patient¿s hemodialysis (hd) treatment on the 2008t machine that blood could be visually observed coming from the blood pump segment of the bloodlines. The pct confirmed that the machine also alarmed with an air detected message to indicate an issue. The pct stated that upon removing the bloodlines from setup that a small puncture was observed in the tubing of the bloodlines. There was no serious injury or required medical intervention. The patient¿s estimated blood loss (ebl) is 200 ml. The patient was transferred to a different machine where treatment was completed with new supplies. The machine was pulled from the floor for evaluation. Information provided upon intake indicates that a replacement blood pump rotor was ordered to resolve the reported issue. Additional information regarding the resolution of the machine issue is not available. No parts were returned to the manufacturer for physical evaluation.